Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: d9, h3, and h6. During laboratory analysis, the product surveillance technician (pst) could not duplicate the reported complaint. The pst connected the air bubble detector (abd) to lab use only (luo) testing equipment. After the circuit was set up, the abd was activated from the central control monitor (ccm). Miscellaneous sized bubbles were sent through the circuit and each time the abd alarmed appropriately. The abd was left on for several hours to see if it would spontaneously alarm and it did not.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the air detector continually went off. The perfusionist turned it off then back on, but the issue remained. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.